Event description:
It was reported that, during a trauma surgery, the int hex rc scr bl 6.4x115 was expired and used in the procedure. The procedure was successfully completed without delay using the same device. Patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed and the failure mode was confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited to user error. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a trauma surgery, the int hex rc scr bl 6.4x115 was expired and used in the procedure. The procedure was completed with the same device and it was unknown if there was any surgical delay. Patient was not harmed.